Manufacturer narrative:
An event regarding a malpositioned accolade stem was reported. The event was not confirmed. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records evaluation not performed as none were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that there was a revision. Doctor established that the rotation at stem was incorrect. Revised stem, neck, head and liner. Cup remained.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 2.5 accolade stem. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that there was a revision. Doctor established that the rotation at stem was incorrect. Revised stem, neck, head and liner. Cup remained.